Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. The s-ICD was explanted.

Manufacturer narrative:
This supplemental report was created to correct the entry in h6: device codes and b5: description of the event. Moreover, it was also corrected the bsc aware date and the b3: event date.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. The s-ICD was explanted. Additional information indicated that the device did not erode to the skin surface but related drainage and partial wound opening were present. There were no additional adverse patient effects reported. The s-ICD was explanted.